Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9530s-03 serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the device's surface had sustained damage. Notable nicks and dents were present on the surface. No functional testing performed as the device material was damaged. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9530s-03 arthrex univers revers trial humeral insert is worn out. It no longer clips into the cup, and it has lost compression. This was discovered during a procedure; the patient was not affected.